Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. Visual inspection of the device did not reveal any anomalies that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Event description:
During a clinic follow-up, a decrease in the battery longevity was observed and premature battery depletion was alleged on the device. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.